Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose was 89, 201 mg/dl within 10 minutes, with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.